Event description:
It was reported by patient's counsel that patient was implanted with a durom hip on an unknown date. Post-op, patient experienced pain and was revised in 2008.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.